Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the customer was experencing high blood glucose of 30 mmo/l due to the insulin pump no delivering insulin and no alarms had occured. Troubleshooting was partially perfomred. Basal rates were ok. Bolus wizard is not used. Alarm history ok. No leaks or air bubbles. Customer's mother then declined further troubleshooting and did not want to test the insulin pump. The insulin pump is not returning for analysis.